Event description:
Event was reported to caldera medical by an atty. The patient has suffered continued urinary problems, vaginal bleeding, painful intercourse, and emotional/psychological issues. No further info has been provided.